Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 291909 on panther instrument sn (B)(4) which had 3 discrepant samples. The initial samples were positive, but new aliquots were collected and tested negative on a panther fusion. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs and confirmed the control signals and kinetics looked good for this wl. Pas noted it was difficult to determine if the low target sample was due to sample mishandling or contamination. Pas noted since a different aliquot was used, there may be sample-to-sample variability. Hologic technical support (ts) informed customer of these findings and had hologic field applications specialist (fas) explain the assay chemistry to customer in more detail. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.